Event description:
The customer reported a communication failed error message that required a reboot to restore functionality. This error results in x-rays being disabled. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.